Event description:
It was reported that this pacemaker device exhibited oversensing and noise on the right ventricular (rv) channel. Technical services (ts) reviewed and stated that there could be lead damage near the pocket area which was cause noise and oversensing. This device remains in service. No adverse patient effects were reported.